Event description:
A report was received that the patient was experiencing itching all over her body whenever the device was turned on. The patient was prescribed an anti-itch medication.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.